Event description:
It was reported that during an unknown procedure, a leak was found from the proximal part of the staple line after the first firing. The staples on the part were not deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. Several b-form staples were found on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.